Manufacturer narrative:
The compromised force sensor system alarmed during prime test and motor error alarmed during basic occlusion test due to faulty force sensor resistor. The pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. The occlusion test and no delivery test were unable to be performed due to compromised force sensor system alarm. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with compromised force sensor system alarm. The customer's blood glucose level was 180mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.